Event description:
The peritoneal dialysis patient reported a leak coming from the cycler during treatment. The patienrt did not finish treatment. The patient's effluent was clear. No prophylactic antibiotics were used. Sample was sent with the cycler.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See related MDR numbers: 8030665-2013-00923.